Manufacturer narrative:
In the initial MDR report, the claim number currently referenced is claim# (B)(4). The correct claim number should be claim# (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the device was returned dry in a small vial. Visual inspection found no visible damage to the lens and debris and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+0.5/107 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has not been returned.